Manufacturer narrative:
Summary of evaluation: evaluation results indicate the internal profile of the femoral component is within specification. This event is apparently not device related.

Event description:
The reporter states the implant did not fit per the trial. An alternate device was used and fit correctly. There was no adverse consequence for the pt or delay in surgery or anesthesia time.